Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency"), menopause ("menopause"), pelvic adhesions ("my bladder was attached to my uterus"), contusion ("bruising on my bladder") and abdominal distension ("bloated"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the vitamin d deficiency, menopause, pelvic adhesions, contusion and abdominal distension outcome was unknown. The reporter considered abdominal distension, contusion, menopause, pelvic adhesions, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case the following were reported via social media- vitamin d deficiency, contusion, menopause, pelvic adhesions, pelvic pain, abdominal distension,medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received-fu 3,4,5,6 proceeded together. No new clinical information. On 23-mar-2020: social media received-fu 3,4,5,6 proceeded together. Reporter was added. No new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency"), menopause ("menopause"), pelvic adhesions ("my bladder was attached to my uterus"), contusion ("bruising on my bladder") and abdominal distension ("bloated"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the vitamin d deficiency, menopause, pelvic adhesions, contusion and abdominal distension outcome was unknown. The reporter considered abdominal distension, contusion, menopause, pelvic adhesions, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case the following were reported via social media- vitamin d deficiency, contusion, menopause, pelvic adhesions, pelvic pain, abdominal distension quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event bloated were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency"), menopause ("menopause"), pelvic adhesions ("my bladder was attached to my uterus") and contusion ("bruising on my bladder"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the vitamin d deficiency, menopause, pelvic adhesions and contusion outcome was unknown. The reporter considered contusion, menopause, pelvic adhesions, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case the following were reported via social media- vitamin d deficiency, contusion, menopause, pelvic adhesions, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: menopause, pain,my bladder was attached to my uterus,bruising on my bladder. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.